Event description:
It was reported that the patient initially had difficulty turning and securing the luer connector and cartridge during a supply change but ultimately locked the luer connector and cartridge into place after troubleshooting and education. Symptoms included no reported adverse clinical effects. Outcomes included no reported impact on health and no alerts or alarms. Investigation included review of device history, user consultation, and troubleshooting. Investigation of this case revealed the device functioned as expected after proper assembly with new supplies. It was concluded that no device malfunction occurred and that user technique was the likely factor, resolved with education.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.